Manufacturer narrative:
On feb 13, 2024, additional information was received indicating the patient experienced breast implant palpability/visibility. H6. Health effect - clinical code e2402 (appropriate term / code not available) has been added to more accurately capture the event. H6. Health effect - clinical code e2402: breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 7576371 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the information reported and the product investigation, there is no evidence that the issue is related to the manufacturing process. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Mentor product analysis lab concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Wound dehiscence is a surgical complication in which a wound ruptures along a surgical incision. Risk factors include age, collagen disorders, diabetes, obesity, poor knotting or grabbing of stitches, and trauma to the wound after surgery. Symptoms of dehiscence can include bleeding, pain, inflammation, fever, or the wound opening spontaneously. A primary cause of wound dehiscence is sub-acute infection, resulting from inadequate or imperfect aseptic technique.. Dehiscence can also be caused by inadequate undermining (cutting the skin away from the underlying tissues) of the wound during surgery or excessive tension on the wound edges caused by lifting or straining. Reason for device explant and/or reoperation: wound dehiscence, infection. (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old asian female patient enrolled in a clinical study underwent primary breast augmentation with a425cc mentor memorygel breast implant and suffered an infection on her right side postoperatively. Approximately one and a half weeks after surgery, the patient noted drainage on the right side. Cultures tested (B)(6), and the patient was placed on antibiotics. Shortly thereafter, the patient returned for another follow up appointment when implant exposure was noted through the wound. As a result, the patient decided to undergo bilateral explantation on (B)(6) 2018 with plans to return at a later date for reaugmentation. On 11/28/2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicated reports of the same event. Any additional event information, if received, will be reported under this manufacturer¿s report number.